Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on 3 needles 21ga 1-1/4in hypak during a random sampling inspection. The following information was provided by the initial reporter, translated from spanish to english: "the presence of a needle with black spot with packing series was found. Packing: k, l, m, n, o." "The presence of a black dot was found on the cap of a needle with packing series p, q, r, s, t."

Manufacturer narrative:
Investigation summary: photos were received for investigation, 3 photographs show possible blacks spots on shield, the fourth photograph show a needle with bent cannula. During the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. Possible root cause for foreign matter is associated with resin residue, for needle bent failure is associated with system vision failure. Corrective actions for the defective foreign matter (black spots on the cannula sleeve), monthly cleaning of the molds involved in the manufacture of syringes (cylinder, pistons, sleeve, pavilion) will be implemented to guarantee the elimination of the residues of the resin. For bent cannula defect, on (B)(6) 2021, corrective maintenance of the piston in charge of placing the rack inside the autoshielder, as well as its inclusion in the monthly preventive maintenance were performed. The bulk needle batches used for the conditioning of the batch reported in this complaint it was manufactured prior to the closing of these activities. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found on 3 needles 21ga 1-1/4in hypak during a random sampling inspection. The following information was provided by the initial reporter, translated from spanish to english: "the presence of a needle with black spot with packing series was found. Packing: k, l, m, n, o." "The presence of a black dot was found on the cap of a needle with packing series p, q, r, s, t." "The presence of a black dot was found on the cap of a needle with packing series: p, q, r, s, t."